Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving clonidine (concentration 250 mcg/ml at a daily dose of 55 mcg/day), bupivacaine (concentration 25 mg/ml at a daily dose of 5.502 mg/day), and morphine (concentration 25 mg/ml at a daily dose of 5.502 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2017, the patient¿s pump was interrogated and the pump status and/or pump event log indicated a motor stall occurred, the stall was active. The patient experienced an increase in pain. This was considered a sudden change in therapy. The patient did not recently have a magnetic resonance imaging (MRI) scan. The patient was in the emergency room (ER) and the manufacturer representative was to review information regarding the motor stall with the ER doctor. The patient was to be advised to follow-up with the physician on (B)(6)2017.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the representative reported the pump was not working. The representative reported via another representative that the pump was alarming. The alarm was read, and it was discovered a motor stall had occurred. The patient was experiencing symptoms of withdrawal. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. The pump was read by one of the representatives and set to minimum rate per technical support. The pump was read on (B)(6) 2017 prior to replacement, and motor stall recovery occurred. The physician decided to proceed with the pump replacement at that time. The patient weight was unknown. The pump was replaced on (B)(6) 2017. The issue was resolved at the time of report. The patient status at the time of the report was alive ¿ no injury. The pump would be returned for analysis. Additional information received from the representative on (B)(6) 2017 reported they interrogated the pump as a form of troubleshooting and was notified of the motor stall. The representative then contacted technical services who had the representative discuss with the ER physician what was going on and asked him his thoughts about turning the pump to minimum rate and managing the patient¿s with oral medication until he could be seen by the provider on monday ((B)(6) 2017). The ER physician agreed that it would be the best solution and updated the pump to minimumrate and wrote prescriptions for oral medications. Per the representative, according to technical services, the motor stall could have actually corrected itself in time, so no further actions were taken on ¿(B)(6) 2017¿ after updating the pump to minimum rate. That day, the representative also notified the ¿sr¿ who worked with the physicians who were managing the pump. The main physician decided to replace the pump on (B)(6) 2017. No determination had been made as to what caused the motor stall. The motor stall and pain had been resolved. Pump logs provided by the representative showed the clonidine dose was 55.02 mcg/day. The pump also contained morphine sulfate with a concentration of 25.0 mg/ml at a dose of 5.502 mg/day. The estimated time to elective replacement indicator was 21 months. The motor stall occurred on (B)(6) 2017 at 02:24. The drug doses had been set to 0.156 mg/day (morphine sulfate), 0.156 mg/day (bupivacaine), and 1.56 mcg/day (clonidine). Additional information received from the representative on 2017-mar-24 reported she was sending the pump back to the manufacturer for analysis. The representative stated she wanted to silence the alarm. No further patient complications were reported.